Event description:
Clarification: it was reported that the targeter arms, ar-5400-10, ar-5400-12, ar-5400-15, ar-5400-18, and ar-5400-25 were sliding on the handle, despite both nuts being securely tightened.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. One unpackaged ar-5400-02 vip¿ glenoid targeter, handle batch number: 052317, was received for investigation. Visual evaluation noted discoloration and damage to the threads, which is likely related to the complaint allegation. Functional testing of the device with a known good device noted that the device did not mate securely. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The manufacturing date is in december 2023. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/03/2025, a sales representative reported via (B)(4) that an ar-5400-02 vip¿ glenoid targeter handle slid even though both nuts were secured tightly. Ar-5400-04 vip¿ glenoid targeter locking nut, and a second nut from the ar-4500-s set. This occurred during a reverse shoulder arthroplasty on (B)(6) 2025. Additional information was provided on 03/04/2025 where the sales representative stated the arms that didn¿t hold in place were 10,12,15,18,25.